Event description:
It was reported that during cardiopulmonary bypass, air was sucked into the venous bubble trap from the backside, along the glued line of the three way (blue) stopcock. The perfusionist observed leakage at the de-airing position of the three way stopcock. No air was reported to have been introduced into the pt or the arterial line. (B)(4).

Manufacturer narrative:
(B)(4). The initial report assessment for this event was made july 9, 2014 as not reportable. A health hazard eval was initiated and the hazard was defined after the initial assessment was performed. Based on new info available (B)(6) 2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process (B)(4) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.